Event description:
On (B)(6) 2011, pt reported her blood glucose level went as low as 38 mg/dl. Pt's normal blood glucose level is 160 mg/dl. Pt stated her mother had to treat her to bring her blood glucose level up. Pt reported she was not able to treat herself on her own. Pt stated her mother gave her glucose. Pt is currently ill. Pt requested assistance changing her basal rate. Pt reported she was not receiving any error messages. Pt stated the infusion device is working correctly; she is just unable to eat right due to being ill. Pt reported this has been going on for the last week and a half. Pt stated she is unable to eat food. Pt reported she wants to stop the infusion device because she has to fast before going to the doctor tomorrow and does not want to wake up low in the morning and have to eat. Advised pt she should pace the device in the stop mode and disconnect it. On follow up call on (B)(6) 2011 pt reported her blood glucose levels has returned to normal because she is now able to eat more during the day. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.